Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. The analyst noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the screw did not deploy after sixteen turns. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.